Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Evaluation codes updated.

Event description:
It was reported that during the surgical procedure the screw broke vertically, all parts were removed from the patient without damage to the same.